Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported receiving a calibration error while standing in the back yard watching an alligator. The customer's blood glucose was 50 mg/dl. The customer treated with food. Customer dropped the insulin pump while on the phone but stated it was fine with no physical damage. Customer stated he had calibrated while blood glucose was 50 mg/dl and advised this was not a stable reading for him. Proper calibration technique was explained to customer.